Event description:
It was reported that one day post-op, undersensing and high capture threshold were observed. It was noted that the lead had dislodged. The lead was revised and remains implanted. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.